Event description:
It was reported a plate broke post-operatively.the patient experienced pain and had a non-union at the tt and st joints. A revision surgery was performed to remove the broken plate.

Manufacturer narrative:
Device evaluation: the plate was returned and confirmed broken in 4 pieces. The plate thickness was found to be within specification. The most probable root cause was determined that there was no union of the tt and st joints, which put excessive burden on the plate, normally with the fused joint, causing the plate to break.